Event description:
This lead was explanted due to noise and replaced. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected 13 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The analysis revealed a damaged insulation at 35 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.